Event description:
When preparing for an or case, upon counting sponges it was noted that there were nine (9) ray-tec x-rayable sponges in the pack instead of 10. Sponges passed off field, new pack of sponges opened.